Event description:
It was reported that a pump stopped without user input while delivering medication to a pt. The device was programmed to deliver 1000ml of IV fluid at a rate of 45ml/hr. The customer stated that an error message was observed when the pump stopped.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the system error 345 was caused by a failed upstream sensor. A system error 345 occurs when the temp reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.